Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Event description:
Edwards received notification that a 25 mm valve implanted in aortic position was explanted from a patient after an implant duration of 4 years due to calcific degeneration. A 25 mm valve was successfully implanted in replacement. The patient was reported to be doing well.

Manufacturer narrative:
Device evaluation: the product was returned for evaluation. Customer report of calcification was confirmed. X-ray demonstrated heavy calcification on all three leaflets and wireform intact. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 3mm on leaflet 1 at the inflow aspect and 4mm on leaflet 2 at the outflow aspect. Host tissue on the stent circumference was minimal at the inflow and outflow aspect. Calcification restricted leaflet mobility and led to stenosis. The wireform was exposed on the side of the valve near leaflet 3. As received, the leaflets and host tissue had a pink tinge in color.

Manufacturer narrative:
An r&d observational evaluation was performed on the valve. As received, the bioprosthetic leaflet and the attached host fibrous (pannus) tissue were stained purplish, most likely occurred during or post explant. The specific cause for the purplish color could not be determined. White calcification nodules, raised above the leaflet surfaces, were observed on all of the three leaflets from both inflow and outflow view perspective. Purplish pannus tissue formed a ring along the valve frame from inflow (ventricular) aspect. Some of pannus tissue encroached onto the leaflet surface. The pannus tissue also encroached on to the surface of leaflet 2 near commissure 2 from outflow (aortic) aspect. Severe leaflet tissue calcification was depicted by x-ray imaging. The wireform and the stiffener band were intact on x-ray image. These findings suggest that the bioprosthetic heart valve was undergoing a calcific structural valvular deterioration (svd) with mild pannus tissue overgrowth. The severe leaflet tissue calcification appears to be the primary cause for the malfunction of the device. Tissue calcification is the most common chronic failure mode for this type of bioprosthetic valves; while the occurrence is highly variable among the patients and the underline mechanism is still not fully understood. Patient biological factors such as age, the immunological status, and comorbidities (such as end-stage renal disease, endocarditis) are believed to play important roles in the development and progress of bioprosthetic valve calcification. With limited available information, the specific cause(s) for the calcification observed on this particular valve could not be determined at this time. Host fibrotic tissue (pannus) growth is considered a part of the local host response to the initial tissue injury during surgery and as well as an ongoing response to the implanted device. The process usually results from acute and chronic inflammation, which can be triggered by trauma, a foreign body reaction, infection, or other immune responses to the implant. With limited available information, the specific cause(s) for the pannus growth observed on this particular valve could not be determined at this time. The valve serial number was obtained. Device manufacture date. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. There are no indications of a manufacturing defect. No further actions are required.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) was unable to be reviewed as the device serial number was not provided. Calcification is a well-recognized failure mode of bioprosthetic valves. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Although patient factors are believed to play a crucial role in the development in bioprosthetic tissue calcification, the underline mechanism is still not fully understood. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards received notification that a 25mm valve was explanted from a patient after an implant duration of 4 years due to calcific degeneration. Another valve was implanted in replacement.